Event description:
It was reported that customer experienced empty cartridge alarm 8 but did not believe cartridge was actually empty, and issue was associated with a fill estimate concern. There was no adverse impact to the customer¿s blood glucose level. Customer received education that alarm occurred when pump detected empty cartridge, acknowledged explanation, and technical support continued troubleshooting to address fill estimate issue; no additional information was received regarding the final outcome of the event.